Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years post vena cava filter deployment, upon retrieval of the filter, several limbs allegedly detached. The filter and the detached limbs were captured and retrieved successfully. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was returned for evaluation. Five filter arms and six legs were present and intact. The detached filter arm was not returned for evaluation. Therefore, the investigation can be confirmed for a detached filter limb. Based upon the available information, the definitive root cause is unknown. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Event description:
It was reported that approximately five years post vena cava filter deployment, upon retrieval of the filter, several limbs allegedly detached. The filter and the detached limbs were captured and retrieved. There was no reported patient injury.